Event description:
Spin plate did not function properly.

Manufacturer narrative:
There is very little wear noted on the vu apod. The detent post show wear as well as slight outward displacement, and the posterior inside surface of the implant shows wear from the rotation of the spin plate against it. The spin plate likewise has wear on the back portion of it from the interface with the detent posts. The anodizing is worn and the stop points are deformed/rounded over confirming that the spin plate was rotated past 90 degrees. Per the theken field clinical engineer (fce) who observed the surgery, the surgeon was attempting an l5-s1 fusion. He properly sized the implant and inserted the implant without any issue. However, upon rotating the spin plate, he conveyed that it was not cutting into s1, but rather distracting away from it. The fce asked him to rotate the spin-plate back and forth to start the hole. As the surgeon was rotating the spin-plate back and forth, he rotated the plate past 90 degrees. At this point, he removed the instrument to get a better view of the spin-plate. When trying to reengage the spin-plate turner, he conveyed that he could not properly seat the instrument because the plate was turned up at about a 30-degree angle. At this point, he was frustrated and decided to remove the apod and use an implant that he was more comfortable with. The pt was not harmed, however, the surgery was delayed bout 20 minutes during this process.